Event description:
It was reported that the surgeon attempted to insert a cc4204bf collamer plate lens and the lens tore while advancing in the cartridge. No pt contact.

Manufacturer narrative:
Visual inspection of the returned product showed that a piece of both haptic plates were torn off from the optic and missing. There was a clear surgical residue on the lens. Conclusion: an investigation was opened to evaluate a complaint trend associated with lens tears that was originally identified in 05. The damage to the lens, as observed and photographed upon the return of the lens to starr, cannot be definitively and exclusively correlated to a specific root cause. Possible root causes for lens tears include both delivery system issues and possible handling errors by the customer. To address delivery system issues, all stages in the mfg of the injectors and cartridges were reviewed and revised as opportunities for improvement were revealed. To address handling errors, all injector/cartridge directions for use (dfu) have been modified to add further clarification to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.